Event description:
Customer was hospitalized for low blood glucose due to an over infusion of insulin. Customer also stated he has rec'd no delivery alarms on his insulin pump. Troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.